Event description:
It was reported that the end of the drill guide is broken and missing. There was no specific surgical or patient information provided.

Manufacturer narrative:
The returned drill was evaluated. Visual inspection revealed that the tip has fractured off the end of the angle-limiting pin. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. A definitive root cause cannot be determined.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the end of the drill guide is broken and missing. There was no specific surgical or patient information provided.